Manufacturer narrative:
The investigation into the positioning issues has been completed. The abiomed products were not returned for evaluation and data logs were not available. The root cause of the positioning issue was patient condition related due to patient's aortic valve replacement surgery that changed the insertion process.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
Information obtained from literature: literature number: 24003656, p22-1: title: a case of restricted mitral valve opening due to impella insertion after aortic valve replacement surgery: impella 5.5 insertion was also scheduled before weaning from cardiopulmonary bypass. On the day of surgery, the surgical procedure was completed without any problems. The physician first tried to insert the lmpella 5.5 through the right axillary artery, but it did not pass, so a 9mm graft was sewn to the ascending aorta graft. After insertion, an attempt was made to withdraw from cardiopulmonary bypass, but a decrease in systemic blood pressure and an increase in pulmonary artery pressure were observed. Transesophageal ultrasound (tee) confirmed that the impella had been inserted too deeply, which interfered with the anterior leaflet of the mitral valve and restricted its release. By shallowing the impella 5.5, mitral valve mobility was achieved, and hemodynamics were temporarily improved. However, it was difficult to stop the bleeding, and the same phenomenon repeated several times, so the position was adjusted each time. Lmpella 5.5 is usually inserted through the axillary artery, but in this case, it was inserted through a graft that was attached to the replacement blood vessel for the ascending aortic artery, so the angle at which impella was inserted into the aortic valve was different from normal. It is possible that interference with the anterior leaflet of the mitral valve was likely to occur. When using impella in the perioperative period, it is considered desirable to use tee, in clinical practice, keeping in mind the possibility of restricting mitral valve release. The patient is stable.